Event description:
It was reported that the device was found unable to generate alarms and operate on ac power due to the dc inlet port being broken, besides the vacuum motor is defective. Also de device showed "device failed code 31". No patient was involved because this was found during service and repair.

Manufacturer narrative:
The device intended for use in treatment was returned for evaluation and we have established a relationship between the device and the reported event. A visual inspection found that the outer casing was broken. The functional evaluation found that the device was unable to generate alarms, failed to charge, not keeping pressure; could not operate on ac or battery power and cannot re-charge the battery and could not generate and control negative pressure. The root causes are identified as a defective dc inlet port and a defective vacuum pump. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history found other related events. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the device was found unable to generate alarms and operate on ac power due to the dc inlet port being broken. Additionally, the vacuum motor is defective and the device showed "device failed code 31". No patient was involved because this was found during service and repair.

Manufacturer narrative:
The device intended for use in treatment was returned for evaluation and we have established a relationship between the device and the reported event. A visual inspection found that the outer casing was broken. The functional evaluation found that the device failed to charge, not keeping pressure; could not operate on ac or battery power and cannot re-charge the battery and could not generate and control negative pressure. The root causes are identified as a defective dc inlet port and a defective vacuum pump. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history found other related events. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends.